Event description:
It was reported by svc report that the scale was displaying an error code, and the power cord was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty head right load cell. Power cord plug missing ground prong.